Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery fully depleted while the customer was asleep. Reportedly, the customer was aware the battery was low prior to the pump shutting off. The customer's blood glucose level was 360 (mg/dl). During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The cartridge was reloaded onto the pump and the customer stated a correction bolus would be delivered to address bg level.